Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro worked intermittently. The extension cords were switched; however, this did not correct the problem. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review could not be performed as the product lot number is unk. (B)(4).